Manufacturer narrative:
Evaluation summary: the rx herculink plus was returned with the inflation lumen ripped from the rx notch up into the balloon. The rip appeared to have originated from a guide wire. There were no other observed anomalies on the balloon or catheter. A pre-existing hole/rupture in the balloon would likely have been detected during preparation. Although no specific root cause could be identified, it is possible that this mechanical damage was initiated by an interaction between the herculink catheter and the guide wire used during the procedure. This is not believed to be manufacturing related. The lot history record for this device was reviewed. There are no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: balloon leak. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a renal artery stenting procedure the rx herculink stent delivery system was connected to the indeflator an immediate contrast leak through a hole in the balloon was noted at 2 atmospheres of pressure. The preparation procedure went well and no problem was detected. The stent delivery system was removed and another rx herculink stent was successfully implanted using the same indeflator. There was no adverse patient sequela. Though requested, no additional information was available.